Manufacturer narrative:
Outcomes attributed to adverse event added b5. A second paragraph was added. D6b. Suspect medical device explanted date was added e. Initial reporter's first and last name were added. H6. Patient codes and eval code method (for the system reported dcs) additional codes. Annex f code was changed. Corrected data: e. Facility street 2 added. H11. Previously reported a concomitant product (envpro-16-us; lot: 0012338854) with an implant and explant date; however, this is not an implantable product. Let this report reflect accurate documentation. In addition, the dcs will be reported as a system reportable device based on the additional information documented in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the patient suffered circulatory collapse after the valve was implanted and was transferred to the surgical department for treatment. Additional information was received to further clarify the nature of the event. Per the physician, the patient's heart function was poor and when the delivery catheter system and loaded valve reached the aortic root, it caused a hemodynamic disorder, and circulatory collapse occurred. The patient's blood pressure dropped and the heart's contractions became weakened. The patient underwent open heart surgery and a surgical aortic valve was placed.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the implant procedure, chest compressions were performed. The patient's heartbeat was restored following the procedure.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012338854); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID l-envpro-16-us (lot: 0012286109); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the patient suffered circulatory collapse after the valve was implanted and was transferred to the surgical department for treatment.